Manufacturer narrative:
Follow up information was received on 03-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain), and uncontrollable amount of bleeding (seen as genital bleeding). She underwent a novasure procedure eight years after essure insertion and a full hysterectomy was performed. She also reported boils appear in vaginal region and was diagnosed with raynauds syndrome. These events were considered serious due to medical significance. Events pelvic pain and genital bleeding are listed in the reference safety information for essure, the remaining events are unlisted. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the events pelvic pain and genital bleeding, causality with essure cannot be excluded. Regarding events boils appear in vaginal region and raynauds syndrome, considering the pathophysiology of these events and the local effect of essure in the fallopian tubes, causality can be excluded. On follow-up, she had metal fragments throughout her body. Despite the limited information provided, this event was regarded as a device breakage (non-serious, listed upon receipt of the product technical analysis), and considered related to essure due to its nature. Additional non-serious events were reported. This case was regarded as incident due to required intervention (novasure endometrial ablation) and since surgical intervention was performed. According to the product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1072, awareness date 02-sep-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) on (B)(6) 2005. Consumer stated that on (B)(6) 2005 she made the hardest decision of her life, she chose permanent sterilization. After being diagnosed with a mental illness, she made the difficult decision not to have children. The reason she chose essure was because it was presented to her as a non surgical procedure. She previously had gastric bypass and tummy tuck and didn't want to endure the cut open again. She knew something was wrong from the beginning. The pain began immediately and has never subsided. She took a week off from work initially and tried to resume normal. When she went for the 3 month hsg follow up she was told that the essure was in perfect placement and tubes were 100 percent blocked. In (B)(6) she started to gain weight. She had gastric bypass in 1998 and had been able to maintain her weight loss without any problems. In (B)(6) 2006 she got her first period since the essure procedure. It lasted 21 days and the cramping was crippling. The amount of blood and the size of the blood clots were unbelievable. Consumer's hair was falling out at an alarming rate, she was bruising from the spouse simply holding her hand, she had constant discharge and yeast infections, periods were getting worse and worse. She began missing more and more time from work due to the constant exhaustion and the uncontrollable amount of bleeding. The pain associated with periods was now debilitating. Sex started to be painful. The entrance to her vagina itches and burns. She has constant abdominal spasms and twitching. She began to experience all over body aches and pains. Her hands, legs and feet would tingle and become. She sought out her doctor. At some point she started breaking out with unexplained hives. Everytime she get her period mysterious boils appear in vaginal region. She has a constant feeling that bugs are crawling all over her body. Her dental health has suffered and she has had 4 root canals and crowns and had had 5 teeth pulled since essure has been placed. She was (B)(6) at this time. She was then subsequently seen by a rheumatologist that diagnosed fibromyalgia and rayaunds syndrome. Her physical health and mental health deteriorated to the point that medications began not working. In 2013 again she complained about the bleeding and pain and her new gynecologist suggested nova sure. Unfortunately this procedure was unsuccessful. Again she was left with periods that seemed to be worse than prior to the failed nova sure. In 2015 she again complained about the bleeding and pain. The final choice was a hysterectomy. The surgery is scheduled for (B)(6) 2015. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain), and uncontrollable amount of bleeding (interpreted as genital bleeding). She underwent a novasure procedure eight years after essure insertion and is scheduled to have a hysterectomy. Consumer also reported that boils appear in vaginal region and was diagnosed with raynauds syndrome. These events were considered serious due to medical significance. Events pelvic pain and genital bleeding are listed in the reference safety information for essure, while the remaining events are unlisted. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the events pelvic pain and genital bleeding, causality with essure cannot be excluded. Regarding events boils appear in vaginal region and raynauds syndrome, considering the pathophysiology of these events and essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (novasure endometrial ablation) and since another intervention will be required (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain), and uncontrollable amount of bleeding (interpreted as genital bleeding). She underwent a novasure procedure eight years after essure insertion and is scheduled to have a hysterectomy. Consumer also reported that boils appear in vaginal region and was diagnosed with raynauds syndrome. These events were considered serious due to medical significance. Events pelvic pain and genital bleeding are listed in the reference safety information for essure, while the remaining events are unlisted. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the events pelvic pain and genital bleeding, causality with essure cannot be excluded. Regarding events boils appear in vaginal region and raynauds syndrome, considering the pathophysiology of these events and essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (novasure endometrial ablation) and since another intervention will be required (hysterectomy). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 30-oct-2015, 31-oct-2015, 13-nov-2015 and on 21-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2165 / FDA-2014-n-0736-2164). Consumer reported that she had a full hysterectomy performed on (B)(6) 2015. She stated she was left with an autoimmune disorder that will be with her everyday for the rest of her life. Essure was going to ruin her body for 10 years. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain), and uncontrollable amount of bleeding (interpreted as genital bleeding). She underwent a novasure procedure eight years after essure insertion and a full hysterectomy was performed. Consumer also reported that boils appear in vaginal region and was diagnosed with raynauds syndrome. These events were considered serious due to medical significance. Events pelvic pain and genital bleeding are listed in the reference safety information for essure, while the remaining events are unlisted. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the events pelvic pain and genital bleeding, causality with essure cannot be excluded. Regarding events boils appear in vaginal region and raynauds syndrome, considering the pathophysiology of these events and essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (novasure endometrial ablation) and since surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 07-jan-2016: follow up information was received from the consumer via social media. She had essure for 10 years and has metal fragments throughout her body. Follow-up from 14-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain), and uncontrollable amount of bleeding (interpreted as genital bleeding). She underwent a novasure procedure eight years after essure insertion and a full hysterectomy was performed. Consumer also reported that boils appear in vaginal region and was diagnosed with raynauds syndrome. These events were considered serious due to medical significance. Events pelvic pain and genital bleeding are listed in the reference safety information for essure, the remaining events are unlisted. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the events pelvic pain and genital bleeding, causality with essure cannot be excluded. Regarding events boils appear in vaginal region and raynauds syndrome, considering the pathophysiology of these events and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. On follow-up, consumer mentioned she had metal fragments throughout her body. Despite the limited information provided, this event was regarded as a device breakage (non-serious, unlisted), and considered related to essure due to its nature. The exact mechanism of this event was not reported. Additional non-serious events were reported. This case was regarded as incident due to required intervention (novasure endometrial ablation) and since surgical intervention was performed. The product technical analysis concluded that based on the available information there is no relationship between the reported medical events and a quality defect. An updated technical analysis is expected.